Event description:
The facility reported a colleague infusion pump malfunction of battery failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. The facility reported that there was no patient/user involvement, injury, medical intervention or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported condition was confirmed in the event history log review. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with battery failure was confirmed during evaluation by baxter quality engineers. This condition was due to depleted main batteries associated with use/user error. The main batteries were replaced to correct this condition.